Event description:
The account's maintenance stated, the brake lock and will not roll but will continue to swivel around.

Manufacturer narrative:
The account's maintenance adjusted the brake adjustment screw on the casters to repair the bed.